Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). According to the complainant, during unpacking, it was noted 5mm from the tip of the stent was pressed. The procedure was completed with a difference device. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). According to the complainant, during unpacking, it was noted 5mm from the tip of the stent was pressed. The procedure was completed with a difference device. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned delivery system revealed no visual damage as the delivery system was removed from the hoop assembly. Upon examining the returned stent, it was found that the distal tip of the stent was smashed/collapsed likely due to the shipping/handling of the device. A functional evaluation conducted during the investigation revealed that the stent could be loaded onto the delivery system with minimal obstruction/resistance. During manufacturing, the stents for g.I stent product family are 100% inspected for tip integrity and any defects found are scrapped and documented in the DHR. The smashed/collapsed tip did not hinder the loading of the stent on the delivery system. Based on the analysis of this device, the most probable root cause for this complaint is 'handling damage'. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.